Manufacturer narrative:
Eval summary: as returned the stem is in like new condition, the reamer has knicks on the cutting edges and shows some wear. Based on the lot number the reamer has an approximate field age of 7 months, it is unk how many times it has been used. Depending on bone quality and anatomy, the amount of press fit may be less than desired in some situations. X-rays were not provided and the pt's bone quality is unk therefore and exact cause for the reduced press fit cannot be determined with the info provided. Eval: both the reamer and stem were dimensionally inspected and found to be conforming where measured. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.

Event description:
It is reported that the surgeon was not happy with the fit of the 11mm humeral stem. He used a 12mm stem to complete the surgery.